Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported high bg readings in the 400 mg/dl range. Due to the above, the user went to the hospital, however she was not admitted. The user's friend measured the user's bg with a non-dario meter, received a bg reading of 91 mg/dl, and therefore decided to go home.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open since april 2022 and was therefore expired. In addition, the user reported that all of her strips were expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". Dario's representative informed the user that expired strips can cause inaccurate readings. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.